Event description:
The customer alleges that the clear plastic piece on the end of the grl was cracked and came apart during the process of intubation. No patient issues reported. No intervention.

Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.